Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss. The tubing broke from the pump to the cylinder. The device was replaced. The patient had no further connections.